Event description:
It was reported to philips that an "lsr symptom" occurred and lasted over two hours. The system was in clinical use at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.